Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital after receiving a patient notifier for a lower out of range high voltage lead impedance measurement. Nips lead testing was performed when the patient was in clinic and registered normal readings. The arrhythmia was terminated by the use of external defibrillation. No other intervention was scheduled. The patient condition was stable and will continue to be monitored. The patient will return in a month for a follow-up.